Event description:
Customer reported a false positive hcg on a patient who was scheduled for a procedure. Procedure delayed until serum hcg could be run. Serum hcg result was negative.

Manufacturer narrative:
Customer reports the technician was not following correct testing technique and was retrained. During retraining, a false positive result was observed by point of care coordinator. Qc is run everyday and were within range the day of the event.